Event description:
The device was set to deliver a solution of procalamine with a rate of 100cc/hr. Reportedly, the deivce delivered at twice the rate, the medical personnel reported seeing only about 50c left in the bottle when there should be 5 hrs left. A potassium check was performed on the pt and pt was reported to be fine.